Manufacturer narrative:
First investigation: production process analysis: a review of the DHR demonstrated that the mid-c system was manufactured, tested, and released according to specification. User (surgeon and patient) information analysis: the patient was implanted with the mid-c 125 lp on (B)(6) 2021. Post-op x-rays demonstrate that the system was at end of way at 1 month follow-up and the curve was corrected to 26°. 6 months post-op the surgeon decided to perform an elective replacement of the device with a standard mid-c 125 and positioned 1-level up, the curve was measured 25°. Risk assessment: reoperation events are a known risk that was assessed and recorded by the product risk assessment dms-777 rev q this complaint does not change the occurrences rate.

Event description:
Patient (B)(6) initial surgery on (B)(6) 2021 using mid-c 125 lp type which is not approved in us. The patient is scheduled for an elective revision since the implant reaching its full elongation.